Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was difficulty interrogating the device and an error message appeared. Technical support was contacted and recommended reprogramming, which was performed. The device was successfully interrogated. The patient was stable and there were no adverse consequences.